Event description:
It was reported that prior to a lap cholecystectomy procedure, the clip would not load during the firing sequence. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The tip of the advancer slid toward the tissue stop during two consecutive firing sequences, causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence a double fed incident was noted causing pear shaped clips; however, it could not be determined what may have caused this condition. The device locked out as intended but the orange indicator was not visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.